Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation under nominal pressure, the balloon ruptured. There were no patient complications and the patient was stable. It was further reported that the target lesion was located in the left circumflex artery. The device was completely removed and the procedure was completed with another of the same device.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation under nominal pressure, the balloon ruptured. There were no patient complications and the patient was stable. It was further reported that the target lesion was located in the left circumflex aartery. The device was removed and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole 21mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation under nominal pressure, the balloon ruptured. There were no patient complications and the patient was stable.